Manufacturer narrative:
We are in the process of performing the investigation and will submit the follow-up report once the evaluation is completed. Related MDR's: 1219977-2017-00096, 1219977-2017-00097, 1219977-2017-00098 and 1219977-2017-00099.

Event description:
Report received stated a doctor was having an issue with a patient regarding a collapsed lung when using an ocean drain.

Manufacturer narrative:
The initial MDR 1219977-2017-00100 was originally submitted based on information provided by the customer. Per additional information received we are now aware that there was not a fifth device product complaint.